Manufacturer narrative:
H6: updated method code 1 and results code 1. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic ventral hernia repair. Implant: [ni] [ni, ni] implant date: (B)(6) 2008 (same day surgery). ¿ on (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated incisional ventral hernia. Postoperative diagnosis: incarcerated incisional ventral hernia. Anesthesia: general. Anesthesiologist: (B)(6) , md. Estimated blood loss: less than 10 ml. Complications: no complications. Findings: 4 x 5 cm defect in the supraumbilical region related to peritoneal lavage catheter placement in the past. Description of procedure: ¿after appropriate consent was obtained. The patient was taken to the operating room and placed in the supine position. General endotracheal tube anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile fashion. A right subcostal 1 cm incision made. The subcu was divided and we entered the abdomen by optiview technique. We insufflated the abdomen with 15 mmhg. We placed a right lower quadrant 1.2 cm port. Immediately, we identified a large amount of incarcerated omentum in the hernia defect. This was taken down bluntly and reduced quite easily. We then identified a defect we measured at 4 x 5 cm. We obtained an area of mesh of 10 x 15. We placed 0 gore-tex sutures in four quadrants of the gore dual mesh and placed in the intraabdominal domain. We then secured these sutures with large fascial device, covering the defect quite well. We then secured the mesh with additional four sutures placed circumferentially around the mesh. A total of 10 sutures were used of 0 gore-tex and 0 prolene to secure the mesh to the abdominal wall with good overlap. It sat nicely in the intraabdominal domain. We removed our trocars under direct vision, closed the right subcostal incision with 0 vicryl interrupted fashion, closed the skin with 3-0 vicryl and dermabond. The skin incision of the right lower quadrant was also closed with 0 vicryl and dermabond. The patient tolerated the procedure. Was extubated and taken to recovery.¿ ¿ product identification records for the alleged gore® device were not provided. Relevant medical information: ¿ on (B)(6) 2008: (B)(6) . Facesheet. Discharge date: 12/17/08. Admission type: urgent. Diagnosis: infected wound. ¿ on (B)(6) 2009: (B)(6) . Facesheet. Discharge date: 1/31/09. Admission type: emergency. Diagnosis: abdominal pain. ¿ on (B)(6) 2011: (B)(6) . Operative record. Asa ii. Explant procedure: component separation ventral hernia repair with mesh. Mesh removal. Explant date: (B)(6) 2011 (hospitalization (B)(6) 2011) ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional ventral hernia. Postoperative diagnosis: recurrent incarcerated incisional ventral hernia. Anesthesia: general. Anesthesiologist: (B)(6) , md. Estimated blood loss: less than 50 ml. Complications: none. Findings: incarcerated ventral hernia with omentum and small bowel. Specimens: gore-tex mesh and hernia sac. Drains: a 15-french blake drain x2. Procedure: ¿after appropriate consent was obtained, the patient was brought to the operating room and placed in supine position. General endotracheal tube anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile fashion. Transversely, an incision was made around the ventral hernia bulge just superior to the umbilicus. Subcutaneous tissue was divided. Immediately, we found the hernia sac. We divided the hernia sac attachments to the subcutaneous tissue and released it completely to the defect. We then released the hernia sac from its defect and the attachments such that with division and removal of the hernia sac, we then encountered gore-tex mesh, where all prolene and gore-tex sutures were identified and divided and small bowel adhesions and omental adhesions of the mesh were taken down and the mesh was removed. We then turned our attention [sic] the defect and measured the defect to about 6 x 8. There was significant amount of tension and given recurrence incarceration, we felt that component separation repair would be appropriate in the athletic individual. We then divided the subcutaneous attachments to the fascia. Laterally, we identified the external oblique and released the external oblique fascia from the rectus sheath giving about 3 to 4 cm of relaxation bilaterally. We then were able to measure the defect as 6 x 8. We obtained 10 x 15 area of mesh and placed it intraabdominally and secured it circumferentially with #1 prolene and then closed the fascia with #1 ethibond in an interrupted fashion. We secured the ethibond and the circumferential prolenes. We placed a two 15-french blake drains, closed the subcutaneous tissue with 3-0 vicryl interrupted fashion, and closed the skin with monocryl and dermabond. The patient tolerated the procedure, was extubated, and taken to recovery.¿ ¿ on (B)(6) 2011: (B)(6) . Implant record. Proceed surgical mesh. Relevant medical information: ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Pathology report. Accession number: (B)(4). Clinical information: a & b) recurrent incisional hernia. Diagnosis: a. Fibrofatty and serosal membrane tissue and cyst with organizing hemorrhagic material (recurrent incisional hernia sac clinically). B. Foreign body material (gortex mesh clinically). Specimens: recurrent incisional hernia sac, gor-tex mesh. Gross description: a. Specimen a is labeled recurrent incisional hernia sac. This consists of an 8 x 7 x 3 cm, 46 gm fragment of lobulated yellow-pink adipose tissue. Attached to one side of the specimen is pink-tan fibromembranous tissue. The cut surface reveals soft, lobulated, yellow, fatty tissue. Also, on sectioning reveals a 1.8 cm in greatest diameter cystic-like structure containing soft, friable, gray-brown tissue. Representative sections of cyst and surrounding soft tissue are submitted in a1. Representative sections of fibromembranous tissue and attached adipose tissue are submitted in a2. B. Specimen b is labeled gore-tex mesh. This consists of a 9 x 7 x 0.8 cm plastic, yellow-tan material. One side has a smooth, glistening surface and the opposite side has a few soft, lobulated adipose tissues attached. No tissue is submitted for microscopic examination. Microscopic description: a. Specimen a consists of sections of fibrofatty tissue and a cystic structure containing altered fibrin and probable altered blood with chronic inflammation and foreign body reaction to the bloody material in the internal portion of the cystic structure. The wall is fibrofatty and has chronic inflammation. I do not see evidence of malignancy. There also are fragments of serosal membrane tissue present. B. The technical services for this specimen were performed at usmd. ¿ on (B)(6) 2011: (B)(6) . [Signature illegible]. Emergency department visit. Abdominal /flank pain. Hernia repair one week ago, hurting on left. Swollen scrotum [illegible], increased pain right scrotum. Associated symptoms: fever, nausea/vomiting. Constipation only today. History of hypertension, reflux. Hernia repair times two. Non-smoker, no alcohol. Exam: moderate distress. Abdomen distended, tenderness, guarding. Diffuse scrotal edema, tender right testicle. CT scan abdomen/pelvis: positive large midline abscess=diffuse subcutaneous [illegible] into chest and scrotum. Progress: blood pressure low on admission. Transfer amh. Impression: postoperative abscess, sepsis, hypotension. ¿ on (B)(6) 2011: (B)(6) . Lab. Wbc 16.2 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: abdominal sepsis. Postoperative diagnosis: abdominal sepsis, small bowel fistula with necrotic abdominal wall and fascia. Procedure: central line placement. Small bowel resection. Ventral hernia repair. Abdominal wall debridement. Removal of infected mesh and placement of biologic mesh. Surgical findings. Small bowel fistula into proceed mesh and wound with extensive abdominal wall contamination and infection tracking down the fascial planes. Assistant: melissa lawson, rnfa. Specimen: small bowel and mesh. Estimated blood loss: 100 ml. Type of anesthesia: general. Anesthesia staff: dr. (B)(6) . Drains: two 15-french blake drains and wound vac with multiple sponges. Complications: none. Indication: a 39-year-old male who presented with abdominal sepsis symptoms in the early a.m. To usmd. He was transferred to texas health arlington memorial hospital for a higher level of care. His complaints were flank pain, hypotension, tachycardia, low-grade fevers, and ed work up consistent with sepsis and acute renal failure. The patient had aggressive fluid resuscitation and was taken to the operating room early afternoon for emergent laparotomy. Risks and benefits discussed in detail with the patient and his family. Description of procedure: ¿after appropriate consent was obtained, the patient was taken to the operating room and placed in the supine position. General endotracheal tube anesthesia was induced. The patient¿s neck and chest were prepped and draped in the usual sterile fashion. Attempted right internal jugular cvc was placed. We were unable to obtain access in the right internal jugular. We then turned to the right subclavian where we accessed the subclavian vein on first pass. Wire was advanced through the access needle, and a catheter placed over the wire by seldinger technique without difficulty. We secured the catheter to the chest wall skin. We turned our attention to the abdomen, which was prepped and draped in the usual sterile fashion. His transverse supraumbilical incision was opened and immediately found succus-type contents in the abdominal wall. This was irrigated. We opened our fascial closure with findings of succus in the mesh. Posterior to the mesh we found small bowel fistula into the mesh. It was a minimally contaminated wound with succus material. There was intra-abdominal contamination as this area was pretty confined and walled off most likely related to omentum surrounding this fistula. We then gained control of the area of the small bowel and resected the fistula area by dividing the mesentery. We placed 2 gia 75 staple lines proximal and distal to the fistula and divided the bowel. We then performed a side-to-side functional end-to-end anastomosis and closed the mesentery with 3-0 silks. With the source of the sepsis dealt with, we turned our attention to the abdominal wall defect and the abdominal wall. This probably had been occurring for a couple days as there was minimal purulent material, as there [sic] a large amount of small bowel contents in the abdominal wall. This was all irrigated and abdominal wall fascia was debrided. We followed the tracking of the contents down the fascial planes to the pubic bone and opened this region and irrigated it vigorously. Anterior abdominal wall fascia was debrided as was the lateral external oblique fascia related to the component separation repair. This debridement part of the operation involved sharp, blunt, bovie electrocautery and curette for debridement. Once this was complete, we obtained an area of mesh to place in the defect. The defect measured about 13 x 9 after fascial debridement and we placed a 16 x 20 area of strattice mesh intra-abdominally but 16 #1 prolene sutures were used to secure it to the abdominal wall. Given the edema of the fascia and decreased laxity related to the infection, we could not close the fascia. At this point, we placed two 15-french blake drains were placed below the external oblique bilaterally tracking to the pubic bone and we placed a wound vac. The patient tolerated the procedure albeit he is still severely septic. He will be monitored and supported as he is at high risk for multiorgan failure.¿ ¿ on (B)(6) 2011: (B)(6) hospital. (B)(6) , do. Pathology report. Pathology number: (B)(4). Clinical history: abdominal abscess. Specimen(s) received: a: jejunum. Final diagnosis: jejunum, segmental resection: prominent serosal inflammatory fibrous adhesions with marked inflammation, and areas of fibrinoid necrosis (clinical small bowel fistula into proceed mesh with abdominal abscess). Gross description: received in formalin and labeled ¿jejunum¿ is a segment of small bowel. The small bowel is stapled closed at each resection margin and the small bowel is approximately 9 cm in length. There is a full thickness defect or hole through the serosa that measures approximately 1.5 cm in greatest dimension. There is a gray-green exudate at the margins of the defect. The defect is on the antimesenteric surface of the bowel. The specimen is opened and the bowel is approximately 3 cm in circumference and the mucosal folds are well-preserved. No intramucosal mass lesions are present. No discreet ulcer is identified. Sections from the proximal and distal margins are submitted in cassette 1. Sections of small bowel in the area of the serosal defect with exudate are submitted in cassettes 2-7. Microscopic description: the mucosa of the small bowel is well preserved and unremarkable. The serosa has a marked inflammatory reaction. There are prominent subserosal fibrous adhesions with accompanying inflammation, reactive fibrosis, areas with fibrinoid necrosis, hemorrhage, and with an occasional foreign body giant cell. No malignant changes are present. ¿ on (B)(6) 2011: (B)(6) . Perioperative record. Case type: emergency. Bilateral skin discoloration on flanks from armpits to pelvis; pinkish mottled skin with yellow tint, very warm to the touch. Patient stated preoperatively that right scrotum very swollen. Asa 3. Wound class: class ii / clean / contaminated. Implant record. Mesh matrix stratice. Lifecell corporation. ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Radiology ¿ abdomen 1 view. Indication: line placement. Impression: nasogastric tube extending into region of proximal to mid stomach. Unusual lucencies in the soft tissues of the abdominal wall bilaterally may reflect abscess formation in this region. ¿ on (B)(6) 2011: (B)(6) . Lab. Albumin 1.2 l (3.3-5.0). ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnoses: small bowel perforation, with secondary necrotizing fasciitis of abdominal wall. Respiratory failure. Ventral hernia, with removal of infected mesh. Postoperative diagnoses: small bowel perforation, with secondary necrotizing fasciitis of abdominal wall. Respiratory failure. Ventral hernia, with removal of infected mesh. Title of operation: abdominal wall debridement. Surgical findings: remains with significant necrotizing fasciitis of the abdominal wall, extensive debridement of abdominal wall. Assistant: fran walker, lvn. Specimens: none. Estimated blood loss: minimal. Anesthesiologist: (B)(6) , do. Anesthesia: general. Drains: 15-french blake drains placed underneath the external oblique on the right side and below internal oblique on the left. Complications: none. Description of procedure: ¿after appropriate consent was obtained, the patient was taken to the operating room and placed in the supine position. General endotracheal tube anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile fashion. The v.a.c dressing was removed before the abdominal prep. We inspected the hernia defect. It was intact. Abdominal wall was intact. The external oblique and internal oblique bilaterally still had an extensive amount of necrotizing fasciitis. This was debrided to bleeding tissue. The issue seemed to be lateral, and the planes of internal and external oblique were opened extensively to bleeding tissue. Once this was complete, we pulsavac lavaged the abdominal wall with about 2.5 liters of fluid and placed a v.a.c dressing. The patient tolerated the procedure. He was not extubated. It was felt that dressing change and pain were going to be difficult to manage while the patient was awake, and with the tenuous abdominal wall, we felt that it would be best managed with therapeutic ventilation and paralysis.¿ ¿ on (B)(6) 2011: (B)(6) . Lab. Albumin 1.1 l (3.3-5.0). ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: open abdominal wound necrotizing fasciitis. Postoperative diagnosis: open abdominal wound necrotizing fasciitis. Procedure performed: wound vac change. Sharp excisional debridement of necrotic fascia subcutaneous tissue and pulsavac irrigation of open abdominal wound. Assistant: (B)(6) , rnfa. Anesthesia: gt by (B)(6) , md. Estimated blood loss: minimal. Details of procedure: ¿after an adequate level of anesthesia had been achieved, the patient was taken from the care unit to the surgical suite. Wound vac was removed. The wound was cultured in the lateral recesses. The area was prepped and draped. Following this, the left lateral aspect of the abdominal wall was explored. The amount of necrotic fascia was primarily in the superolateral portions. This was sharp and excisionally debrided using metzenbaum scissors. Subcutaneous tissue also was debrided. The anchoring fascia and the stratus mesh all appeared to be clean. There was no evidence of any underlying process on that left side. It was difficult to reach the far lateral aspects. We were able to aggressively cleanse this area. Pulsavac irrigation was then used to irrigate the left lateral aspect. The right lateral aspect was approached in a similar fashion. Again, the majority of the necrosis was out lateral. This again was sharp and excisionally debrided using scissors. The necrotizing process appeared to be halted and did not require lateral counter incisions. However, this may be required in the future for adequate debridement in the far lateral aspects of the abdominal wall. This area was again pulsavac irrigated. The wound vac was reapplied. Drains were resecured. The patient was taken back to the ICU in intubated and stable but critical condition.¿ ¿ on (B)(6) 2011: (B)(6) . Microbiology. Anaerobic culture. Type: deep wound. Comment: abdominal wall fasciitis. Source: abdomen. Final report: scant growth of clostridium butyricum. No further workup. Gram stain: rare white blood cells. No organisms seen. Scant gram-negative rods. Final report: scant klebsiella pneumonia. ¿ on (B)(6) 2011: (B)(6) . Lab. Albumin 1.0 l (3.3-5.0). Wbc 13.3 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . Lab. Albumin 1.1 l (3.3-5.0). Wbc 13.6 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: necrotizing fasciitis to the abdominal wall. Postoperative diagnosis: necrotizing fasciitis to the abdominal wall. Procedure: abdominal wall and fascial debridement, sharp excisional of necrotic nonviable tissue. Abdominal wall irrigation. Application of wound vacuum-assisted closure. Anesthesiologist: dr. (B)(6) . Estimated blood loss: minimal. Description of procedure: ¿after an adequate level of anesthesia had been achieved, the patient¿s wound v.a.c. Was removed. The patient¿s abdomen was prepped and draped. Following this, fresh cultures were obtained of the lateral abdominal wall recesses. The, wound was inspected. The far lateral recesses are cleaning up nicely. Very little necrotic or nonviable tissue is left on the right. On the right inferiorly, he had a sizable pocket inferiorly tracking towards the pubis, which was isolated due to no skin flaps being developed inferiorly. This was taken down using cautery to allow access and placement of a sponge. This area did require sharp excisional debridement of nonviable tissue. This was accomplished using scissors. Pulsavac irrigation was used to the right side of the abdomen, packed using laparotomy pads. Left lateral aspect, again, similar pocket had developed out lateral and inferiorly. This did require taking down the subcutaneous tissue off the abdominal wall to allow this to be one area for access for debridement and for sponge placement. The far lateral fascia required sharp excisional debridement, as well. Pulsavac irrigation was then used to irrigate this area. The mesh was irrigated. It had some exudate present underneath the fascial edges. This was irrigated, as well. Fresh wound v.a.c was applied by dove-tailing a black sponge to allow it to go above and below the lateral recesses. The inferior pocket was covered, as well. The patient was taken back to the intensive care unit in critical, stable condition.¿ ¿ on (B)(6) 2011: (B)(6) . Microbiology. Anaerobic culture. Type: deep wound. Source: abdomen. Final report: scant anerobic gram-positive rods. Growth present is morphologically consistent with that seen on (B)(4)collected (B)(6) 2011. Gram stain: rare white blood cells. No organisms seen. Culture wound deep abscess. Source: abdomen. Final report: scant gram-negative rods. This isolate resembles klebsiella sp. From previous culture. Refer to wound culture collected on (B)(6) 2011 accession (B)(4). Gram stain: rare white blood cells. No organisms seen. ¿ on (B)(6) 2011: (B)(6) . Lab. Wbc 11.6 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . Augustus e. Lyons, md. Operative report. Diagnosis: necrotizing fasciitis of abdominal wall. Procedures: abdominal wall debridement with sharp and blunt dissection with a combination of scissors, bovie electrocautery and curette. Placement of wound vacuum closure assist. Surgical findings: much improved fascia was scattered necrotic fascia by viable back fascia without fasciitis. Assistant: none. Specimens removed: cultures were taken. Estimated blood loss: minimal. Anesthesiologist: dr. (B)(6). Type of anesthesia: general. Drains: none. Complications: none. Procedure in detail: ¿after appropriate consent was obtained, the patient was taken to the operating room and placed in the supine position. General endotracheal tube anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile fashion. Granulation was significant anteriorly without any evidence of fasciitis laterally. We followed the tissue planes of internal and external obliques laterally and we did not find any necrotic fascia. There was no necrotic transversalis. There was no release of the planes with blunt laterally. Tissue was bleeding and perfused well. There was some scattered necrotic fascia more anteriorly of external oblique than anything else. This was debrided sharply and bluntly with scissors and bovie curette. We pulsavac¿d the abdominal wall with 3000 ml of fluid, placed a wound v.a.c. The patient was taken in stable, but guarded condition to ccu.¿ ¿ on (B)(6) 2011: (B)(6) . Microbiology. Anaerobic culture. Type: deep wound. Source: abdomen. Final report: no anaerobes isolated at five days. Culture wound deep abscess. Source: abdomen. Final report: scant klebsiella pneumonia. Gram stain: no white blood cells. No organisms seen. ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Procedures performed: abdominal wall debridement and placement of a wound v.a.c. Dressing. Preoperative diagnosis: necrotizing fasciitis. Postoperative diagnosis: necrotizing fasciitis. Surgical findings: fascial planes without new necrotic tissue, and did not separate with blunt dissection. Assistant: none. Specimens: cultures were taken, anaerobic and aerobic. Estimated blood loss: minimal. Anesthesiologist: (B)(6) , md. Type of anesthesia: general. Drains: none. Complications: none. Description of procedure: ¿after appropriate consent was obtained, the patient was placed in the supine position. General endotracheal tube anesthesia was induced. The patient¿s sponges were removed, and patient¿s abdomen was prepped and draped in the usual sterile fashion. We identified superior planes of abdominal wall. They were clean without any necrosis anteriorly. As it [sic] we proceeded laterally, there was no new necrotic material at the external oblique or internal oblique or on the transversus abdominis planes. The mesh was intact. We turned our attention to the left side, which also was cleaned up quite nicely without any new necrotic material. We debrided some subcutaneous tissue and a little bit of muscle tissue laterally with blunt and sharp dissection with knife, electrocautery and scissors. A little skin, subcu, and some lateral external oblique fascia was excised, but this was quite minimal. We pulsavac¿d with 3 liters of the whole abdominal wall, and placed a wound vac sponge intraabdominally. He tolerated the procedure. He was not was [sic] extubated. He was taken to the ICU intubated, but in stable condition. Recommend, likely this could be managed with wound v.a.c., and we will have the wound care nurses address this beginning on friday.¿ ¿ on (B)(6) 2011: (B)(6) . Lab. Wbc 14.4 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . Lab. Wbc 11.0 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . Microbiology. Anaerobic culture. Type: deep wound. Source: abdomen. Final report: no anaerobes isolated at five days. Culture wound deep abscess. Source: abdomen. Final report: scant klebsiella pneumoniae. Gram stain: rare white blood cells. No organisms seen. ¿ on (B)(6) 2011: (B)(6) . Lab. Wbc 14.0 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . Lab. Wbc 14.2 h (5.0-10.0). ¿ on (B)(6) 2011: (B)(6) . (B)(6) , md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: pain, abscess. Comparison: (B)(6) 2009. Findings: again, evident is matched material for ventral hernia repair. It is unknown whether or not this is the same repair material as was seen on previous exam or represents new material from a revised surgery. Overlying this is a large open wound. Central defect measures 12 cm across, 15 cm craniocaudad. Within defect is mottled mixed tissue and gas density consistent with a wound vac or packing material; extends beyond open wound several centimeters laterally between the subcutaneous tissues and abdominal wall on each side. Small loculated fluid collections within the subadjacent anterior abdominal wall dorsal to the mesh material and ventral to the peritoneum measuring approximately 3 x 5 x 7 cm. Another fluid collection in anterior abdominal wall along anterior surface of the musculature between the rectus and subcutaneous fat measuring 2 x 4 x 7 cm which appears to be overlying additional hernia repair material. No recurrent or residual hernia, no bowel obstruction. Sigmoid diverticulosis without diverticulitis. Impression: open wound with abnormal fluid collections in patient with evidence of previous hernia repairs. Although infection of the collections is possible if not likely, they do not appear to be overtly thick-walled abscesses. New developing acute intra-abdominal process. Chronic findings as above. ¿ on (B)(6) 2011: (B)(6) . Lab. Albumin 2.1 l (3.3-5.0). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterialinstructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral and incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of adhesions from the previous gore mesh and small bowel, fistula, small bowel resection, removal of small bowel fistula that was found to the mesh, abdominal wall debridement due to infection, incarcerated hernia, recurrent incisional ventral hernia repaired with placement of new mesh, placement of wound vac due to infection. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."